Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced vaginal pain, leakage and bleeding. The pt had surgery for removal of vaginal scar tissue due to sling erosion.

Event description:
It was reported that subsequent to the implant of a protegen sling in 1998, the pt suffered injuries and the device was removed in 2001. The device was not returned for eval.